Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of about low control results. Performed control test - 28mg/dl. Range of control test is 187-253mg/dl. Based on parkes error grid analysis, the bias between the average result in range (253) and the control test result obtained (28) is located in zone d/e. No adverse event reported.